Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of gastrointestinal injury ('coil perforated her bowel') and genital haemorrhage ('undiagnosed active blood') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), clostridium difficile infection ("fecal transmission through vagina, she's been diagnosed with c. Diff") and vaginal infection ("fecal transmission through vagina, she's been diagnosed with c. Diff"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the gastrointestinal injury, genital haemorrhage, abdominal pain, clostridium difficile infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, clostridium difficile infection, gastrointestinal injury, genital haemorrhage and vaginal infection to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: coil perforated her bowel, abdominal pain, fecal transmission through vagina, she's been diagnosed with c. Diff, undiagnosed active blood. Amendment: the report was amended for the following reason: coding correction request: the event fecal transmission through vagina, she's been diagnosed with c. Diff was duplicated to code clostridium difficile infection and vaginal infection. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of gastrointestinal injury ('coil perforated her bowel') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required), genital haemorrhage ("undiagnosed active blood"), abdominal pain ("abdominal pain"), clostridium difficile infection ("fecal transmission through vagina, she's been diagnosed with c. Diff"), bacterial vulvovaginitis ("fecal transmission through vagina, she's been diagnosed with c. Diff") and female genital tract fistula ("fecal transmission through her vagina"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the gastrointestinal injury, genital haemorrhage, abdominal pain, clostridium difficile infection, bacterial vulvovaginitis and female genital tract fistula outcome was unknown. The reporter considered abdominal pain, bacterial vulvovaginitis, clostridium difficile infection, female genital tract fistula, gastrointestinal injury and genital haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: coil perforated her bowel, abdominal pain, fecal transmission through vagina, she's been diagnosed with c. Diff, undiagnosed active blood. Amendment: the report was amended for the following reason: this is a retention case. New event fecal transmission through her vagina was added and all the information including source document and references from deletion case (B)(4) has been transferred to this case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ('coil perforated her bowel') and genital haemorrhage ('undiagnosed active blood') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and genital haemorrhage (seriousness criterion medically significant) and was found to have culture stool (" fecal transmission through vagina"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the intestinal perforation, abdominal pain, culture stool and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, culture stool, genital haemorrhage and intestinal perforation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: coil perforated her bowel, abdominal pain, fecal transmission through vagina, undiagnosed active blood. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.